Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the screen displayed dash lines, and there was no ECG displayed when the device was put into paddle mode. In addition, the complainant reported that the device displayed an "ECG lead off" message and dash lines when the device was tested with several three lead ECG cables. The complainant indicated that there was no patient involvement in the reported malfunction.